Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from (B)(6) of fever, vomiting and peritonitis in an approximately (B)(6) patient coincident with dianeal pd4 unknown bag. On (B)(6) 2010, the patient began treatment with dianeal pd4 unknown bag (dosage and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced fever and vomiting and was diagnosed with peritonitis, manifested by cloudy effluent and abdomen pain. On (B)(6) 2011, the patient was hospitalized. Treatment included unspecified antibiotics. The cause of the events was reported as the environment was not safe. The outcome of the events was reported as ongoing and unchanged. Dianeal therapy continued. Concomitant medications were not reported. The nurse considered the events of peritonitis, fever and vomiting to be unrelated to dianeal.